Event description:
Wound, ostomy, and continence (woc) registered nurse (rn) was consulted on may 20th for evaluation of blistering and wounds to the bilateral lower extremities and torso following removal of the arctic sun device. According to nursing documentation, the device was removed on may 16th, at which time skin changes were initially noted in bedside nursing documentation.